Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure ((B)(6) 2017), two resolute onyx des were implanted in the om. Approx. 12 months post index procedure ((B)(6) 2018) blood in stool was reported. The investigator assessed the event as not related to the device or antiplatelet medication. Sponsor assessed to the event as not related to the index device or anti-platelet medication. Patient is recovered. Patient was on dapt within 24 hours prior to the event.